Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet at a gym, resulting in a cracked screen and potential exposure to water and environmental elements; the device was replaced, and the user was advised to revert to backup therapy and continue cgm use. Symptoms included no reported changes in blood glucose. Outcomes included replacement of the device and return of the damaged unit. Investigation included collection of photographs and return of the device for assessment. Investigation of this device revealed a damaged display component consistent with physical impact, compromising device integrity. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device manufacturing or design.